Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The hp was connected before starting the initial drain but the patient line might not have properly primed before they connected. The hp was using patient line extensions that might not have been primed either. The technical service representative (tsr) explained the alarm and the cause. The tsr had the hp cycle the power to clear the alarm and they advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.